Event description:
Facility reported foam in the dialyzer, venous drip chamber and the venous line. The rn felt the cause was the dialyzer. The air would not clear with recirculation. Some blood not returned. Estimated blood loss was 125cc. Hemoglobin prior to incident was 13.1 and on 11/15 (after the incident) was 13.5. The sample is not available for examination.